Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017, 6935m62, lead: (B)(6) 2016 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por) during interrogation. The crt-d remains in use. No patient complications have been reported as a result of this event.